Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the physician was pulling the first leg assembly through the patient's sacrospinous ligament with the capio device, the needle detached and fell inside the patient. The physician attempted to locate the detached needle by feeling for it with hemostats, but was unable to find it. The physician completed the procedure with this pinnacle anterior/apical pelvic floor repair kit with no further complications to the patient, however, he believes the detached needle was left inside the patient. The patient is reportedly stable and doing fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for needle detachment. (B)(6).